Event description:
Updated event description: concomitant devices reported: 10mm/130 deg ti cann tfna 200mm - sterile (product code: 04.037.043s, lot #: 16l3966, quantity: 1), 5.0mm ti locking screw w/t25 stardrive 36mm for im nails (product code: 04.005.526, lot #: 41p5717, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted: pre-investigation statement: one tfna helical blade and one tfna nail were returned for investigation. Upon receipt of the items it was noted that the lock prong assembly (locking mechanism) was separated from tfna nail (04.037.043s; 16l3966). It is not known if the locking mechanism was loosened by the clinic personnel for cleaning reasons. However, this tfna nail was returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that this device could have contributed to the complaint condition. Investigation site: cq zuchwil selected flow: functional ¿ migration/backout. Visual inspection: the tfna helical blade was returned due to implant migration. No damage was noted aside from wear consistent with implantation and explantation. Grinding marks are visible on the round part of the shaft; no abrasion marks visible on the flat surface. Functional test replication of the implanted condition could not be performed at cq, however, after the proper assembling of the locking mechanism in the tfna nail the helical blade was able to pass through the nail's head element hole/aperture without any issue. No off-axis toggling was noted once the locking mechanism of the nail is advanced properly. Rotational and static locking of the blade could be achieved. Dimensional inspection not required per selected investigation flow as function check did not show any anomalies. Document/specification review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Summary: the complaint condition of blade migration could not be confirmed as no x-rays were provided and the replication of the implanted condition could not be performed during cq investigation. However, the helical blade was able to pass through the returned nail's head element hole/aperture without any issue. No off-axis toggling was noted once the locking mechanism of the nail is advanced properly. The review of the device history record revealed that this tfna blade was manufactured in june 2019 according to the specifications. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. No product related issues that would have contributed to the clinical finding of implant migration were found and we are not aware of any quality issues for this part and lot number combination. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. Further information / precaution hints concerning rotational and static locking can be found in the respective surgical technique. Device history lot part number:04.308.380s, synthes lot number: 3l43807, supplier lot number: n/a, release to warehouse date: jun 03, 2019, expiration date: jun 01, 2029, supplier: (B)(4). No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that at the control visitation of the patient, it was discovered that the blade of the trochanteric fixation nail advanced (tfna) has slipped through the nail and penetrated the pelvis. A re-surgery with a hip prostheses was performed. No further information provided. Tfna femoral nail (part# unknown, lot# unknown, quantity# 1); locking screw (part# unknown, lot# unknown, quantity# unknown); tfna end cap (part# unknown, lot# unknown, quantity# 1). This report is for one (1) tfna fenestrated helical blade 80mm - sterile. This is report 1 of 1 for complaint (B)(4).